Event description:
It was reported that the cassette is not recognized. The issue occurred during infusion. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D4 - model # was updated. H3 and h6 were updated. The suspect pump was returned for evaluation. A 12-month service history review showed that the device had never been sent in for maintenance or repair. Visual inspection was performed, and no anomalies were observed. Functional testing was conducted, which revealed a defective lock sensor. The complainant¿s allegation was confirmed. The probable cause was identified as a defective flex circuit.